Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in-clinic with multiple automatic mode switch episodes caused by atrial lead noise over-sensing. The noise was unable to be reproduced. Patient will continue to be monitored. Patient was discharged home after the event.